Manufacturer narrative:
The e411 analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-tg on a cobas e411 rack analyzer. No units of measure were provided. The sample initially resulted in an anti-tg value of 136.6. The sample was repeated twice, each time resulting in a value of 24.8. The repeat values were consistent with the patient's history.

Manufacturer narrative:
The field service engineer performed maintenance and adjusted the sample pipettor. The analyzer was working within specifications after the service actions were performed. The investigation determined the service actions resolved the issue.